Event description:
Pt was in hospital with a traumatic brain injury. Pt was in a vail bed as described in recent recall. Rptr got a call from the nurse taking care of pt and she informed rptr that she found pt wedged between the mattress and the plastic side of the vail bed. Pt was not breathing so they called a "code." Pt was resuscitated and taken to the ICU. The drs told rptr pt had a seizure but never put in pt's record about being stuck in the bed. After the incident the hospital took all the vail beds off the floor and stopped using them. Pt had brain damage before the incident so there is no telling if they had any lasting effects from the lack of oxygen. Incident in 2000.